Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial component: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, ten (10) to twelve (12) years post-implantation, the patient reported experiencing pain when the knee is used in excess and that they were told the articular surface is worn. No medical intervention has been reported. Due diligence is complete as multiple attempts have been made however no further information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.